Manufacturer narrative:
An event regarding alleged revision involving an unknown implant liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no items were returned. Complaint history review: not performed as no items were returned. Conclusions: the exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 58mm tritanium shell; cat#: unk; lot#: unk. Screw; cat#: unk; lot#: unk. Ceramic femoral head; cat#: unk; lot#: unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. No intra-operative findings were reported to the rep. The patient's shell, screw, poly liner and ceramic head were revised.